Event description:
Customer called upset regarding a follow-up call on a high or low blood glucose event. Customer stated that she was hospitalized multiple times while wearing the insulin pump. Customer stated that the insulin pump will shoot 300 units of insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.